Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and stated the lead could be fractured or there could be a lead to device interface issue. The consultant recommended additional testing. The caller will likely schedule the patient to come in for noninvasive programmed electrical stimulation (nips) testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for an issue unrelated to the previously reported clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that a red alert was received from this lead due to a shock impedance greater than 125 ohms. Thresholds, sensing and impedance measurements were within normal limits. No adverse patient effects were reported.